Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnosis procedure. The procedure was completed as planned by using a wireless foot switch. The philips field service engineer (fse) inspected the system onsite and found that the system had a problem as the wired foot switch was intermittently not working. Upon troubleshooting, fse checked the foot switch and discovered it was damaged, with paint peeling from the part. To resolve the issue, fse replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and the cause of the failure was found to be corrosion and/or paint damage, small and large cable cuts, and missing an anti-slip. After the replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system had a problem as the wired foot switch was intermittently not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.